Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to failure of the spare light. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the emergency lamp indicator was blinking. The problem, as reported to olympus, was identified during preparation for use for a therapeutic laparoscopic surgical procedure. The intended procedure was completed using similar equipment. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty spare lamp was confirmed. It was noted that if the spare lamp was faulty, the spare lamp indicator of the front panel would blink and notify a malfunction. The cause of the faulty spare lamp could not be identified. Olympus will continue to monitor field performance for this device.